Manufacturer narrative:
The device was received fully deployed. Internal corrosion was visible through the top and bottom housing. An attempt to the download the data from the device was made, this attempt proved unsuccessful. The battery was shimmed and hooked up to a power supply, but once again this proved unsuccessful. Once the top housing was removed, corrosion was seen on all three batteries and on the pcb. A leak test was performed on the fluid path and an internal tear on the unexposed portion of the soft cannula was observed. The tear was measured top be 0.5105 inches from the nail head. The internal tear is what caused corrosion on the pcb and the batteries. One final attempt was made to download the data by removing the pcb from the device and hooking up to the power supply. This was, again, unsuccessful. No information from the data could be used for this investigation. No other damages or deficiencies were observed during this investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 496 mg/dl. The pod was worn between 24 and 36 hours on the abdomen. Hyperglycemia treated with a new pod.